Event description:
Date of the event is unknown. During the colonoscopy procedure, the physician could not get any cautery from the gold probe hemostasis catheter. The case was completed with another of the same device. The patient's condition is reported to be fine.

Manufacturer narrative:
The suspect device is not available for the evaluation, as it is disposed in the facility. The relationship of the event and device is undetermined.